Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that on (B)(6) at approximately 2:52 pm, the perseus restarted unexpectedly during anesthesia, after approximately 3¿3½ hours of use. Before restarting, the perseus played an acoustic alarm. No injury reported.

Manufacturer narrative:
The logfile analysis carried out by the manufacturer revealed that on the reported day of event (february 2nd, 2026) a communication interrupt between the two processors onboard the therapy control unit have occurred during use. The device is designed to trigger a system reboot when such condition occurs. In case of such a reset, therapy will be interrupted for approximately 15 seconds. Afterwards, therapy will be continued with the last valid settings. Also in the particular case, the device behaved as specified after the reset and ventilation was continued without further problems until the case was completed by switching the device into standby mode. Although the source of the deviation can be attributed to the particular pcb, the exact nature of the issue cannot be determined due to its sporadic nature. As a precautionary measure, it was recommended to replace the respective board. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that on monday, february 2nd at approximately 2:52 pm, the perseus restarted unexpectedly during anesthesia, after approximately 3¿3½ hours of use. Before restarting, the perseus played an acoustic alarm. No injury reported.